Event description:
Unable to remove foley catheter from pt. The syringe was left attached to the foley for 15-20 mins during which time the pt was ambulated. Subsequently the foley catheter fell out of the pt onto the floor leaking urine onto the floor. Upon examination of the catheter it was noted that the balloon located on the tip of the catheter was not completely deflated.